Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed uneventfully and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
Evaluation summary:evaluation of the returned device found a needle strike mark at the posterior foot and the posterior needle was bent at the proximal end. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment. The posterior needle would not engage with the posterior cuff resulting in the cuff not ejecting from the foot pocket. When the plunger was retracted from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link pulling from the posterior cuff. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss and subsequent link detachment from the anterior cuff, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It has been reported that revision surgery has been performed.